Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A field service engineer (fse) walked the customer through restarting the cabinet using the power switch, ensuring the shutdown and restart were completed correctly. Restarted the all in one, and the system came back online without further issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower a message on the screen indicated that the drawers were offline. As a result, the user was unable to log in to verify whether items were assigned to the cabinet. However, there were no delays or adverse events or injuries reported based on this event.